Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: spleenectomy. According to the reporter: planning to transect splenic hilum with endogia 60 tan load. This was the initial load on the short handle device. Upon engaging the stapler (after clamping and setting green buttons), it appeared that the knife deployed but no staples. Significant bleeding ensued. No reinforcement material was used. There was no unanticipated tissue loss and the incision was not extended by more than one inch. There was unanticipated blood loss of 500ccs or more. The patients needed a blood transfusion, however, surgery was not delayed by more than 30 minutes. They opened another endo gia stapler and it worked without any problem.